Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. There was no reported impact to customer's blood glucose level. The customer followed up on (B)(6) 2015 indicating that there were no further issues.

Manufacturer narrative:
(B)(4)